Event description:
Pt reports pump sn (B)(4) constantly beeps. Pump displays no error message. Advised we would send replacement pump for early am delivery. Solicited. No other information available. Is the actual device available for investigation? Yes; did the patient have a backup device they were able switch to? Yes; did the reported product fault occur while in use with the patient? Yes; the product issue did not cause or contribute to pt or clinical injury. Reported to (B)(6) by pt/caregiver. Strength: 5 mg/ml, dose or amount: 40 ml/24hrs; frequency: continuous; route: IV; dates of use : from (B)(6) 2012 to current; diagnosis or reason for use: pah.